Event description:
It was reported that 10 largebore 8 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e. Batch no: unknown. The nurses have been having trouble flushing the saline locks. I found out today when I absolutely couldn't flush either of the first 2 I grabbed. Nurses reported that they'd been having trouble for a week or more. The charge nurse in north reported she had discarded 8 sls by early afternoon. Also forced to discard multiple in the middle of major traumas. In the office we were able to force open a luer lock, but it took a bit of maneuvering.

Manufacturer narrative:
H6: investigation summary: eight smartsite samples (model #20059e) and four bd posiflush syringes were returned by the customer. It was reported that nurses have been having trouble flushing the saline locks. The sets and syringes were examined for defects and abnormalities. No defects or abnormalities were observed. The smartsite samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The smartsite samples were then attempted to be flushed with water using the returned syringes, and then attempted to be flushed a second time with a 10ml bd syringe to confirm an open fluid path. The fluid paths of seven samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid path of one sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. Two samples (model #20059e) were returned by the customer. It was reported that nurses have been having trouble flushing the saline locks. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of both samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20059e lot number 20119625 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 largebore 8 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e, batch no: unknown. The nurses have been having trouble flushing the saline locks. I found out today when I absolutely couldn't flush either of the first 2 I grabbed. Nurses reported that they'd been having trouble for a week or more. The charge nurse in north reported she had discarded 8 sls by early afternoon. Also forced to discard multiple in the middle of major traumas. In the office we were able to force open a luer lock, but it took a bit of maneuvering.